Event description:
The resident was in process of being moved from chair to bed with a portable ceiling lift hooked to the ceiling rail by a carabiner hook. The device was moved, hung it up and hooked up to resident. The resident was lifted for 6 to 8 inches. Then, the staff chose to stop and repositioned. When lowering lift, and raised for 2 inches, the lifting strap came off the carabiner hook and the ceiling lift fell. The ceiling lift hit the resident and caregiver and was caught by the caregiver. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the manufacturer arjohuntleigh magog inc (B)(4). Manufacturer complaint number: (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.